Manufacturer narrative:
Mobility and pain were reported. Time of loss in relation to the implantation was before prosthetic restoration. Bone quality at the time of implant failure type ii. Primary stability and osseointegration was not achieved. Augmentation procedure (allograft) was performed at the time of surgery.

Event description:
Mobility and pain were reported. Time of loss in relation to the implantation was before prosthetic restoration. Bone quality at the time of implant failure type ii. Primary stability and osseointegration was not achieved. Augmentation procedure (allograft) was performed at the time of surgery.